Event description:
While the physician was positioning the guidewire in the coronary artery the wire separated. Retrieval of the wire fragment was achieved with a "snare" device. Pt was reportedly stable, no sequelae from the event was noted.